Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping the cystic duct, the device locked up and would not release. They pulled the handles so the jaws could be opened. Upon examining the tissue, it did not appear to be damaged. A second device was pulled and used. They were able to fire a couple of clips from this device and then the jaws locked and would not open. It was also removed by manually opening the handles and there was no tissue damage. It was determined that they had fired enough clips, and there was no need to open a third device. No impact to the patient was reported. The devices were discarded.

Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. Device not returned.